Manufacturer narrative:
The device that was used in treatment was returned for evaluation. Visual inspection of the returned device did not identify any issues. Functional inspection was performed and most of the touchscreen is unresponsive to touch, which could not establish a relationship between the device and report event. Probable root cause may include al allergic reaction as stated in the complaint. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, as no harm has been alleged no further action is required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during npwt with renasys go the doctor noticed a maceration granulation of the tissue, however she is uncertain if what she is seeing is healing of the wound. It was noticed that the patient now has a rash where the film meets with the skin. The doctor questioned if it is possible that the patient has an allergy to the material used. Nor other complications were reported. No further information is available.